Manufacturer narrative:
Product complaint (B)(4). Investigation summary the piece broke during surgery, it was possible to remove the fragment, there was no harm to the patient. The product was not returned to depuy synthes, however photos were provided for review. See attachment (source file - reporte de novedad clinica medellin occidente 482366). The photo investigation revealed that attune tibial trial extractor has broken off one of the prongs. The broken fragment can be seen in the photo evidence. The observed condition of the device was consistent with a component failure that may have been caused by exposure to unintended forces. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the attune tibial trial extractor would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The piece broke during surgery, it was possible to remove the fragment, there was no harm to the patient.